Event description:
The event involved a appx 1.1 ml, 4 gang 4-way nanoclave® stopcock w/baseplate, rotating luer. The report stated that the registered nurse used hemostats on the manifold and a nanoclave port broke off. There was patient involvement and there was no harm/adverse event reported. The product fault occurs while in use with a patient- after infusion.

Manufacturer narrative:
Received one (1) used list# ac401, 4 gang 4-way nanoclave® stopcock w/baseplate attached to an unknown clave. As received the clear nano body subassembly was detached from the stopcock. The nano clave body had cold form damage on the body typical of tool use. Both bond sites appeared to have adhesive residue. The complaint of nanoclave port breaking off can be confirmed. The probable cause is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.